Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coils through a microcatheter. Although there was no report of an adverse effect on the patient, multiple attempts have been made to gather additional information. As of 14 dec 2017, no additional information is available.